Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) required repair. There was no patient involvement.

Manufacturer narrative:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) had a issue of component broken. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and in order to fix the issue he replaced broken part (0125-00-0028 cable tie, 5/16 nylon p-clip). Unit returned to customer. The failure analysis and testing dept. Received part number 0125-00-0028 with a reported unit failure of a broken part. Performed a visual inspection found the be physically damaged. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq." The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required repair.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a